Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported episodes of oversensing were observed on the atrial lead. Insulation damage was suspected. A revision procedure was performed where insulation damage was visually confirmed. The atrial lead was explanted and replaced to resolve the event. The patient was in stable condition.